Event description:
This report is filed as the clip (10274455/(B)(4)) detached from the anterior leaflet and remained attached to the posterior leaflet, resulting in increased mitral regurgitation grade. Hospitalization was prolonged. It was reported that a patient had a mixed mitral regurgitation (mr) with an anterior prolapse and was considered technically feasible to undergo a mitraclip procedure. On (B)(4) 2014, a mitraclip procedure was performed and two clips were successfully implanted on the a2/p2 portion of the mitral valve; the anterior leaflet prolaspe did not pose a challenge while implanting the second clip (10274455/(B)(4)). There was no difficulty with visualization during implantation of the second clip and optimal leaflet insertion was achieved with the second clip. The mixed mitral regurgitation grade was reduced from 4+ to 2+. In the days following the procedure, the patient was slightly symptomatic. Approximately 1.5 months post procedure, it was observed that the second clip that was implanted in the medial portion of the a2p2 segment had detached from the anterior leaflet remaining attached to the posterior leaflet. The mr worsened to grade 3+. The patient was hospitalized and the patient's hemodynamic condition was stabilized with standard medical treatment. Possible intervention for single leaflet device attachment is currently under evaluation. As of (B)(4) 2014, no decision has been made regarding further intervention due to the stable condition of the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the posterior mitral valve leaflet. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the posterior mitral valve leaflet. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. There were also no reported issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that there was no difficulty with visualization during implantation of the second clip and optimal leaflet insertion was achieved with the second clip. Although it was noted that the anterior leaflet prolapse did not pose a challenge while implanting the second clip, this may have contributed to the slda 1.5 months post-procedure; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There is no evidence of a product quality deficiency associated with this device. The reported patient effect of mitral regurgitation (worsening), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. In this case, the most probable cause for the worsening mr was likely due to the slda. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.